Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a dexcom g7 sensor failed to pair with the ilet, resulting in cessation of automated dosing; the sensor was providing inaccurate glucose readings before a sensor failure alert, and after a replacement sensor was paired, glucose was elevated until a supply change was performed, after which glucose declined. Symptoms included hyperglycemia. Outcomes included the need for manual blood glucose entry to resume dosing and a sensor replacement, with glucose improvement following a supply change. Investigation included technical support troubleshooting, directive to enter a blood glucose value to restore dosing, sensor replacement, and follow-up to confirm pairing and glycemic response. Investigation of this case revealed a cgm pairing failure and sensor malfunction that interrupted automated dosing, followed by successful re-pairing and correction after supply maintenance. It was concluded, based on previously established findings for similar reports, that the cause was a sensor communication and performance issue leading to interrupted closed-loop control, resolved by sensor replacement and supply change. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.